Event description:
It was reported that during a regular pacemaker check, it was confirmed that the lead polarity had been changed by the lead monitor function due to the low lead impedance. The pacemaker did not reveal any abnormal operations in unipolar, so the physician decided to keep using the lead in unipolar. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.